Event description:
The initial attorney report alleged infection, adhesions, add'l surgical intervention, explant. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2007 - repair of ventral hernia in right mid quadrant with composix kugel mesh.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. It was also indicated that the pt was treated for infection. It should be noted that the pt tested positive for a (B)(6) in 2004. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The excised mesh was sent to pathology, but the report was for gross findings only. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.